Event description:
Surgery for pt was on (B)(6) 2011. He was seen post-operatively by his physician on a regular basis. When pt was seen again 2 months post-operative, the implant was observed to be below the level of the skin which may not allow the external sound processor to correctly connect. Pt was referred to his physician for eval for possible revision surgery and to attach a longer abutment. Physician elected to first treat the skin reaction with keflex and clobetasol. Pt was seen for f/u on (B)(6) 2011 where it was observed the abutment and implant combination had extruded. At this time the pt does not want to reimplant. His next appointment with his physician is on (B)(6) 2011.

Manufacturer narrative:
Implant was not rec'd at the date of this report. There are no indications that the occurred is a result of mfg or component failure.